Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6)2020. The patient provided two photographs that showed a skin reaction in the shape of the adhesive patch in various phases of healing. One photo showed red, moist skin with diffuse papules. The other photo showed a wound in various stages of healing with areas of moist red skin and areas of yellow, dry, flaky skin with scabs. The patient was prescribed oral heracillin (antibiotic), 3 times a day for 10 days to treat the reported infection. No additional patient or event information is available.